Event description:
Balloon was inflated and stent was not deployed. Sleeve placed over stent. Stent would not deploy. Clarification from sales rep revealed that the balloon would not inflate. Stent/balloon assembly was pulled back into the sheath and withdrawn from the pt.